Event description:
The lay user/patient contacted lifescan (lfs) in 2008 alleging that the one touch ultramini meter would not turn on. The medical affairs specialist (mas) was able to correspond with the patient by telephone on october 20, 2008 and classified the complaint based on the following information received from the customer. The patient tests her blood glucose once a day and she manages her diabetes via glyburide twice daily. The patient stated that the alleged issue began in the first or second week of approx three months earlier (date and time not specified). During that time, the subject meter stopped working and the patient reportedly threw the meter away. Following the reported issue, she did not make any changes to her diabetic medications, but stated that she controlled her diet more strictly and sometimes skipped her meals. On an unknown day in the morning, 2 to 3 days after the subject meter stopped working, she reportedly experienced "sweating" and "felt like passing out." During her symptoms, she reportedly obtained a reading of "50 mg/dl" on her mother's one touch ultra meter. She reportedly drank orange juice with sugar and felt better within 10 minutes. She did not seek any medical attention. The patient's products were replaced. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hypoglycemia, after the subject mete reportedly stopped working.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.